Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. An additional proglide was used; however, a cuff miss also occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. However, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6- medical device problem code 1142 cuff miss was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the returned device analysis of both devices noted the needles were successfully engaged with the cuffs. Follow-up with the account confirmed that the first proglide device had a suture break during step 3. The suture knot of the second proglide device was successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved so manual compression was applied.